Manufacturer narrative:
The hospital did not provide the pt information. The customer stated that they had recently upgraded their information center to release k and subsequently they had a patient death occur involving a ECG leads off event that they were not certain alarms were provided for. Post-incident a philips field service engineer (fse), went onsite and completed performance testing on the involved device which passed performance testing. Strips were collected which showed that the ECG leads came off at 3:25 and were not back on the patient until 4:15. Logs show that during the leads off timeframe, the patient did have a desat 78 < 80 alarm occur. There is no indication of that alarm being silenced at the central, however, no further statements can be made regarding if this alarm was silenced in the room or if it continued to ring as logs do not track when alarms stop ringing when they are silenced at the central (vs bedside) is there an entry in the log. The recent software upgrade was related to this event. This customer received a copy of the leads off inop letter on nov. 14, 2005. A copy of this letter has been attached. See scanned pages.

Event description:
The customer called the remote technical assistance center (r-tac) asking for help in obtaining information from the logs.